Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The maryland bipolar forceps was placed and driven on an in-house system. The maryland bipolar forceps passed the recognition and engagement tests. The maryland bipolar forceps also moved intuitively with full range of motion in all directions. The grips opened and closed properly. The maryland bipolar forceps passed both the electrical continuity test and the energy delivery test and was fully functional. The maryland bipolar forceps was found to have various scratch marks with light material removed on the main tube. The scratch marks were .1535 - .2485 in length and were not aligned with the tube axis. The insulation was damaged on the conductor wire.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer stated that the maryland bipolar forceps instrument was unable to cauterize and does not coagulate. The procedure was completed with a backup instrument. There was no report of patient injury.